Event description:
An aneurx stent graft system was implanted for treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with back pain. The patient had come from another hospital with a potential leaking aneurysm. The physician had performed an aortogram which showed a migrated aneurx graft with contrast leaking around the graft. The graft had migrated about 3-4 cm's. The migration was caused from neck dilatation. There was good neck above the graft for a cuff so a 32x32x49 endurant cuff was placed in the aneurx graft just distal to the renal arteries. The cuff was then ballooned. A final contrast run showed no signs of a leak. The patient was then closed up. No additional clinical sequelae were reported. The patient is fine.

Manufacturer narrative:
(B)(4).